Event description:
Swelling knee [joint swelling]. Pain knee [arthralgia]. Knee effusion [joint effusion]. Case description: a spontaneous report was received on (B)(6) 2011 from a physician regarding an (B)(6) female pt, initials (B)(6). The pt's medical history was not provided. On (B)(6) 2011, the pt initiated synvisc, 2 ml into the knee joint (unspecified). On (B)(6) 2011, swelling appeared and on (B)(6) 2011, pain appeared. On (B)(6) 2011, antibiotics were administered because infection was suspected. On (B)(6) 2011, 25 cc of joint fluid was aspired. The pt did not have a history of fluid retention prior to this. The synovial fluid analysis result was negative for infection. On (B)(6) 2011, the swelling and pain alleviated and the pt had the last synvisc injection. After the injection swelling developed and on (B)(6) 2011, the pain reappeared. The action taken with synvisc was none. On (B)(6) 2011, the pt recovered from knee pain and swelling. The pt's outcome of knee effusion was not provided. Concomitant medications were not provided. Treatments included zaltoprofen, rebamipide, cefcapene privoxil hydrochloride, loxoprofen sodium, and (B)(6), all for pain. The reporting physician assessed the relationship between synvisc and the events of swelling as definitely related and the event of pain as probably related. The qa (quality assurance) investigation results were received on (B)(6) 2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.